Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a revision procedure to replace a device that had reached normal eri, there was loss of capture and loss of sensing noted on the right atrial (ra) lead. The ra lead was capped to resolve the event and the patient was stable.